Event description:
Pentax medical was made aware of a complaint on 05-jul-2021 for "the image is foggy" that occurred in the operating room before use in the (B)(6) region involving pentax medical video colonoscope, model ec38-i10cf2, serial number (B)(4). The cmos (complementary metal oxide semiconductor) chip must be replaced.

Manufacturer narrative:
This model is not sold in the USA, therefore 510(k) is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.